Event description:
Facility reported a minor blood leak after 22 mins on treatment. Estimated blood loss 175cc. As verified with rn, there were no adverse effects to the pt and no med intervention was required. MDR filed due to blood loss. Dialyzer was not saved for eval.